Event description:
It was reported by the customer that patient noted blood and asked that the device be removed. The dressing was saturated with dried sanguineous. A tiny opening through the arterial line was found due to the stat lock placement. The stat lock was unable to be removed as the edge was cutting through the catheter. Patient unable to start dialysis, delayed care. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.